Manufacturer narrative:
The customer's report that the tubing was leaking at the top of the silicone segment was confirmed. Visual inspection of as-received primary set observed clear fluid within the tubing throughout the set. During functional testing it observed that droplets were leaking at the engagement between the smartsite's inlet port and tubing. Pressure testing confirmed the leak. The cause of the leak is a partial separation of the tubing to the y-site. The cause of the partial separation is a gap. The root cause of the gap is due to a combination of factors related to improper assembly due to equipment and/or operator error.

Event description:
It was reported that in the satellite dialysis unit during preparation for an infusion, the vancomycin 750mg/100ml normal saline leaked at the upper y site of the tubing. A new vancomycin dose was prepared for infusion. The customer states that the product did not reach the patient.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that in the satellite dialysis unit during preparation for an infusion, the vancomycin 750mg/100ml normal saline leaked at the upper y site of the tubing. A new vancomycin dose was prepared for infusion. The customer states that the product did not reach the patient.